Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that in the clinical research center, 25 minutes into an infusion, a patient heard a crack when maneuvering out of bed. Upon assessment, it was noted that an engagement of a y-site was broken. Chemotherapy was immediately stopped on the pump module, spill precautions were carried out, the patient was instructed to wash their hands with soap and water, the patient was moved to another room, and the room the spill occurred in the was cleaned. The customer further clarifies that no clothing was soiled during this event. New orders were placed to the patient to receive the remainder of their dose. The customer reported the severity of this event as "mild". There's no report of patient harm.

Event description:
The customer reported that in the clinical research center, 25 minutes into an infusion, a patient heard a crack when maneuvering out of bed. Upon assessment, it was noted that an engagement of a y-site was broken. Chemotherapy was immediately stopped on the pump module, spill precautions were carried out, the patient was instructed to wash their hands with soap and water, the patient was moved to another room, and the room the spill occurred in the was cleaned. The customer further clarifies that no clothing was soiled during this event. New orders were placed to the patient to receive the remainder of their dose. The customer reported the severity of this event as "mild". There was no report of patient harm.

Manufacturer narrative:
The customer¿s complaint of a smartsite y-site was crack was confirmed from a customer provided photo. The customer¿s photo was evaluated and the reported event of crack y-site was observed to be from the body of the smartsite. The root cause of this failure was not identified.